Event description:
Customer states: during pre-test prior to use on a patient a doctor found it more difficult to inject the air pilot balloon. Customer confirmed no patient involvement.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.